Manufacturer narrative:
The sample consist of two products from p/n 21-7322-24 lot number 3675162 returned for analysis. The returned samples were received in unused conditions inside a plastic bag with their original packaged. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. The samples received were visually inspected and no abnormalities were detected. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the bonding between the tubing 60" and pump tube only in one of the samples received, and the other sample successfully passed. The customer reported problem was confirmed. Preventive action was taken by notifying manufacturing personnel and quality engineer of the failure mode reported by the customer.

Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked was noted. No adverse effects were reported.